Event description:
Customer called to report a pressure dome leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report receiving system pressure alarm during buffy coat collection. After resuming treatment, the system pressure dome started to leak. Customer resumed blood return. Customer stated that there was a pool of blood over the sensor before cleaning it off. Customer asked if the instrument could still be used. Cts recommended the machine not be used until service could look at it. The customer stated they will start another procedure on the patient today using another lot number and a different instrument. Customer stated no other intervention for the patient are needed. Service order (B)(4) dispatched to service serial number (B)(4). Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot b336 was conducted. There were no non conformance for this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for pressure dome leak were reported to date for this lot. No trends were detected. Service order (B)(4). Service engineer verified problem reported by customer (pressure dome leaked on pump deck). Service engineer decontaminated the pump deck, replaced damaged parts: centrifuge pressure sensor, pump head assy and collect pump assy. Performed section check out procedure. All tested passed. Repairs returned this instrument to expected operation. All required documentation was given to the customer. The assessment is based on information available at the time of the investigation. No product return was received from the customer for investigation. The root cause for this complaint cannot be determined based solely on the information provided by the customer. (B)(4).